Event description:
It was reported that postoperatively the hcp was not able to withdraw cerebral spinal fluid (csf) via the side port and the pt had no reduction of spasticity. A decision was made to re-open the incision at the pump site and it was discovered that the spinal catheter had detached. Csf came out of the implanted catheter. The catheter was reconnected and the pt was doing well. The pt's pump was used to deliver lioresal.

Manufacturer narrative:
.